Event description:
It was reported that during an unrelated procedure, the patient experienced muscle stimulation. The right ventricular lead was capped and replaced. Following the procedure, the patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.